Manufacturer narrative:
This report is filed (B)(6) 2016. Device not returned to manufacturer.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2016 due to migration of the electrode array. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed november 2, 2016.